Event description:
The manufacturer received information of a remote alarm that allegedly failed to audibly alarm. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.